Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie lid did not open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system cubie lid did not open. A technical support specialist (tss) connected to the unit, disabled all universal serial bus (usb) hub power management settings, and rebooted the cabinet. Customer then added an item (override) to the patient profile and entered the validation code. The drawer and cubie lid opened successfully for dispensing, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.